Event description:
It was reported that pump insulin gauge displayed an amount different than expected, with fill estimates showing large discrepancies from caller¿s calculated insulin volume despite proper cartridge filling steps. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support and escalated support to complete detailed cartridge load troubleshooting, confirmed correct use of supplies and filling technique, successfully loaded a new cartridge, and was instructed on backup therapy plans. Technical support sent replacement pump.